Event description:
The secondary tubing was opened and the nurse attempted to prime tubing with dextrose 5 in 1/2 normal saline. The solution in the tubing turned blue. The tubing was removed immediately.